Manufacturer narrative:
The results of the investigation are inconclusive since the power accessory was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. In the case more information is received that may contribute to the conclusion of this investigation, the investigation will be re-opened and undergo additional investigation activities, as appropriate.

Event description:
The patient reported exposed wires of the power supply cable. The power supply was replaced and there were no adverse consequences reported by the patient.